Manufacturer narrative:
The septum and set screws were not returned with the device. Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the pulse generator was unable to pace. The device was replaced. The patient was stable.